Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 45 mg/dl. The customer was treated with food. The customer was advised that she could suspend pump as long as she needs to but that it might keep alarming at her to let her know it is suspended. Customer will follow up with her doctor on her visit in a few days to work on her numbers.